Event description:
It was reported that the customer had high blood glucose levels of 451 mg/dl. The customer reportedly treated with a bolus from the insulin pump. The customer also reported several motor error alarms from the insulin pump during bolus. Troubleshooting was done. The customer reported that they were able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor passed motor test. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.